Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that , intra-op, the ball tip on both sides of the feeler ball probe were broken. No patient complications were reported as a result of this event. Feeler probe was used from other instrument set.